Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed vertical line artifacts resembling a barcode and became nonresponsive to touch during a planned meal announcement, consistent with a display malfunction of the screen assembly; blood glucose at the time was 157 mg/dl and unaffected. Symptoms included loss of user interface function without physiological adverse events. Outcomes included interruption of pump usability, continued cgm monitoring via dexcom app or receiver, and replacement of the device. Investigation included troubleshooting with the user, review of device function history via data sync guidance, and logistical processing for replacement and return. Investigation of this device revealed a screen/display failure consistent with hardware damage of the display module or bezel assembly without associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was a product quality issue related to the display component.